Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported via our sales rep, that he was observing a surgery procedure. During surgery, he noted that the surgeon appeared to have problems with the nail handle. The tibial nail was connected with the nail handle and it was not possible to release it. Both items became wedged together. Another set was opened to complete the surgery successfully.